Event description:
Journal reference: burgher et al. "Introduction of infection control measures to reduce infection associated with implantable pain therapy devices" pain practices, 2007, 7, 3, p 279-84. The article describes a retrospective study involving a series of patients being treated with either spinal cord stimulation (scs) or an implantable drug delivery system (idds) for symptoms related to chronic pain. The objective of the study was to evaluate the impact of additional infection control measures taken to reduce the incidence of infection related to the device implants. Some infections involving implantable devices occurred during the study. Infections occurred prior to implementation of additional infection control measures. Reportable event: a pt being treated for metastatic cancer pain with an intrathecal drug delivery system (itdd) experienced an infection (staphylococcus coag(-)) at the reservoir pocket. The infection occurred less than one month post-implant and required device replacement. Outcome information was not provided.

Manufacturer narrative:
Journal reference: burgher et al. "Introduction of infection control measures to reduce infection associated with implantable pain therapy devices" pain practices, 2007, 7, 3, p 279-84. The device was not identified by manufacturer and may or may not be a medtronic device.